Manufacturer narrative:
Review of device history lot record / sterility lot record. There have been no additional reports of infection from this lot of 15mm probe or any other lot sterlizied during the same time period.

Event description:
The lead technician at facility notified that intact medical breast care applications specialist that a patient biopsied reported to the facility that she became infected and developed cellulitus. The patient was placed on oral antibiotics by her family physician which resolved the issue.